Event description:
The physician was doing fnb procedure successfully in 1at session. But on 2nd session, the sheath was broken and tore at the edge part(about 5cm apart from the luer lock. Finally he withdrew our needle and used boston acquire needle and case finished successfully. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 2cm 4. If not with the device in question, how was the procedure performed and/or finished? The physician used another needle. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180. 11. Was the scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 14. 15. Was the syringe used during the procedure, after the stylet was removed? No. 16. Was difficulty experienced while retracting the needle? No. 17. Was it possible to fully retract before removing the needle from the patient? Yes. 18. Was gaining access to the target site difficult? No. 19. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 20. Was puncture of the target site difficult? =>no . 21. Was the stylet partially removed when advancing into the target site? No 22. How many samples were obtained with this needle? 1 sample were obtained in 1st session. 23. Did any section of the device detach inside the patient? No. 24. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 25. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 26. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. Both were difficult. 27. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This cancellation report is being submitted because the file was re-assessed non-reportable after device evaluation conducted on 18-jan-2023. FDA MDR reporting not required for this file since as per original assessment, no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
This cancellation report is being submitted because the file was re-assessed non-reportable after device evaluation conducted on 18-jan-2023. FDA MDR reporting not required for this file since as per original assessment, no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.